Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva diffusus 22g x 1.00 in catheter broke / separated after placement. It was reported by the customer that IV catheter tubing is separated from the hub in the packaging making the device unusable and unsafe. This has been discovered on two IV catheters. Verbatim: rcc received a complaint via email. Email(s) attached. IV catheter tubing is separated from the hub in the packaging making the device unusable and unsafe. This has been discovered on two IV catheters.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo and 1 physical sample submitted for evaluation. The reported issue of catheter broke / separated before placement was confirmed upon inspection of the samples. Analysis of the sample showed that a lack of adhesive around the external wall of the tube was detected. Bd determined that the cause of the failure was a lack of adhesive dispensing and an incorrect or non-application of the tug test during the manufacturing process. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.